Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, this occurred with multiple cartridges. The user reported a blood glucose (bg) level of 300 mg/dl. The user addressed bg level with a bolus. A new cartridge was loaded and the user resumed insulin delivery.